Manufacturer narrative:
Additional information added to a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2017. Medwatch # (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient¿s one-link extension set leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.